Manufacturer narrative:
(B)(6). The lot was manufactured february 1, 2018 ¿ february 3, 2018. The device was received for evaluation containing 230ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and no evidence of a leak was noted during testing. After fill, the device was monitored until the next day and no evidence of leak was found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. This issue occurred before treatment. There was no patient involvement. No additional information is available.